Event description:
The subject device was used during a laparoscopic hysterectomy. The probe was broken when the device contacted with the manipulator. And the fragment of the probe fell off inside the patient. The fragment was retrieved from the patient. The procedure was completed with another thunderbeat device. There was no patient harm reported.

Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not evaluate the referenced device. The manufacturing history was reviewed, with no irregularities noted. The exact cause of this issue can't be conclusively determined. But based on the similar cases, there was a possibility that the probe was cracked since the surgeon outputted the device contacting with the manipulator and the probe was broken when the probe received a load. The instruction manual of the subject device already states. Warnings: do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. This report is being submitted as a medical device report in an abundance of caution.